Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range impedance measurements, which led to the triggered lead safety switch (lss) to unipolar mode. High pacing thresholds were also observed. The rv lead was found to be fractured. Subsequently, a revision procedure was performed, and the rv lead was difficult to explant. The rv lead was partially extracted. A new rv lead was successfully implanted and no additional adverse patient effects were reported.